Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter, (serial# (B)(6) sigpshell, sig power sigpshell control shell, (lot# n5b1665y) egia60amt, egia60amt egia 60 artic med thick sulu, (lot# p5c1345) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastric sleeve procedure, the first shot was made with a black 60mm reload. Subsequently, the second reload was performed with a 60mm articulating reload, which fired and opened without issues. However, when attempting to straighten the reload, it did not respond. With great difficulty, the articulated reload was removed, but the reload itself could not be detached. The scrub nurse straightened the reload using the retraction key. All the devices were replaced to continue the procedure using the remaining 60mm articulating reloads from the same reported lot. There was no patient injury.